Event description:
It was reported that the patient had a syncopal episode while at home. On interrogation, there was no stimulation or reaction to the magnet and no device output noted. The device was explanted and replaced. There were no other patient complications reported as a result of this issue.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary: (B) (4): preliminary testing revealed no output and no telemetry. The no output and no telemetry conditions were the result of lifted hybrid bond wires.